Event description:
It was reported that over heating into alarm, no led when warming up, once at 42 it alarms to 43 and then clicking sounds occur with all leds coming on then deactivates and then repeats that cycle. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Device was received in with an old style pcb and drain elbow. The line cord and enclosure were worn and the reservoir tank is contaminated with a dark residue resting on the bottom. Yes, leds were not present at start up and the clicking sound was only heard when the alarm buttons were pushed. Overheating may be intermittent, the device stayed at normal operating temperature and did not rise past that during the evaluation. Potential root causes were determined to be faulty membrane switch and pcb assembly. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.